Event description:
The customer stated that she lost consciousness due to hypoglycemia while on a plane flight. After the plane landed, the customer was transported to the hospital by paramedics, where it was discovered that her blood glucose reading was under 20 mg/dl. Troubleshooting was performed. The customer stated that prior to the event the insulin pump was squirting out insulin during the manual prime. The customer stated that she was able to prime the insulin pump after several attempts. The reservoir volume was recorded as 61 units in the insulin pump, but the reservoir was empty. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.